Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("implantation of remains of them in the uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), medical device discomfort ("discomfort"), inflammation ("inflammation"), vaginal haemorrhage ("vaginal bleeding"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (on b)(6) 2021 bilateral salpingectomy, removing both tubes with pieces of essure). However, both elements had disintegrated and spread throughout her reproductive system, leading to implantation of remains of them in the uterus. Therefore, a hysterectomy performed in (B)(6) 2023. At the time of the report, the outcomes for abdominal pain, medical device discomfort, inflammation, vaginal haemorrhage, nausea and headache were unknown. The reporter considered abdominal pain, device breakage, headache, inflammation, medical device discomfort, nausea and vaginal haemorrhage to be related to essure administration. The reporter commented: for years she had undergone a series of medical consultations until she was informed by the gynecology department the same one that implanted the essures - that all of these symptoms could be related to this system, and that they recommended its extraction despite these interventions, the specialists treating believe that there have still remained of material inside her body, but they have not been located to date. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("implantation of remains of them in the uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed in (B)(6) 2023. On unknown date she experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), medical device discomfort ("discomfort"), inflammation ("inflammation"), vaginal haemorrhage ("vaginal bleeding"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2021 bilateral salpingectomy and hysterectomy performed in (B)(6) 2023). At the time of the report, the outcomes for abdominal pain, medical device discomfort, inflammation, vaginal haemorrhage, nausea and headache were unknown. The reporter considered abdominal pain, device breakage, headache, inflammation, medical device discomfort, nausea and vaginal haemorrhage to be related to essure administration. The reporter commented: for years she had undergone a series of medical consultations until she was informed by the gynecology department the same one that implanted the essures - that all of these symptoms could be related to this system, and that they recommended its extraction in (B)(6) 2021, a bilateral salpingectomy was performed, removing both tubes with pieces of essure. However, both elements had disintegrated and spread throughout her reproductive system, leading to implantation of remains of them in the uterus. Therefore, a hysterectomy had to be performed in (B)(6) 2023. Despite these interventions, the specialists treating believe that there are still remains of material inside her body, but they have not been located to date. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.